Event description:
During a coronary stent procedure, crossing difficulties were encountered. Upon removal it was noted that the stent had moved distally on the balloon. No pt injuries or complications were reported. Same case as MFR report# 6000093-2004-00068.